Event description:
It was reported that the right ventricular lead was explanted due to oversensing of noise. No patient complications were reported as a result of this event. A 3500a was received and reports that the chronic lead was extracted because it was malfunctioning.